Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing that resulted in double counting during sinus tachycardia. The patient was hospitalized and subsequently reprogrammed from primary to secondary sensing vector. The patient then underwent a stress test during which appropriate sensing was observed. The patient was discharged from the hospital and the s-ICD remains in service. No additional adverse patient effects were reported.